Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using a penumbra coil 400 (pc 400). During the procedure, the pc 400 broke. A stent retriever was utilized to remove the broken coil successfully. It was reported that the patient experienced post operative bleeding which required intervention. No further information is available at this time regarding patient status.

Manufacturer narrative:
Please note that the following sections are being updated: 1. Section b. Box 5. Describe event or problem. This section was inadvertently missed from being updated on the follow-up #01 MFR report: 3005168196-2019-01362 MFR report based on the additional information provided by the user facility report: 2301650000-2019-8005. Therefore, it is being updated on this follow-up# 02 MFR report: 3005168196-2019-01362. 2.section h. Box 6. Device code 2 this section was inadvertently missed from being updated on the follow-up #01 MFR report: 3005168196-2019-01362 MFR report based on the additional information provided by the user facility report: 2301650000-2019-8005. Therefore, it is being updated on this follow-up# 02 MFR report: 3005168196-2019-01362.

Event description:
The patient was undergoing a coil embolization procedure in the superior hypophyseal artery aneurysm on the right using a penumbra coil 400 (pc 400). During the procedure, the pc 400 broke and migrated into the middle cerebral artery (mca). A stent retriever was utilized to remove the broken coil successfully. It was reported that the patient experienced an area of subarachnoid hemorrhage within the sylvian fissure, which required a return trip to the operation room for a craniotomy. No further information was provided, and the patient¿s outcome is unknown.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device is with the hospital and will not be returned. Therefore, without the return of the device, the root cause of the problem cannot be determined. Please note that this complaint was submitted to the FDA by the user facility with the following reference number: 2301650000-2019-8005 the following sections are being updated based on additional information included in the user facility report submitted to the FDA: please note that the following section was incorrectly reported on the initial MFR report: 3005168196-2019-01362 and is being corrected on this follow-up #01 MFR report:3005168196-2019-01362. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.